Event description:
Information received indicates the siderail center arm assembly is broken which is preventing the siderail from latching.

Manufacturer narrative:
The technician replaced the damaged siderail center arm assembly to repair the bed.